Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 10/17/2014 with the following findings: the pump¿s black box and alarm history showed multiple call service 88 alarms. Moisture corrosion was found inside the battery compartment. No call service 88 alarms or any other alarms occurred during the investigation. The pump¿s case was removed and further moisture corrosion was observed to the printed circuit board on the force sensor, the transceiver board, and on another internal component.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were receiving repeated call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.